Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie did not open up.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifie not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cube did not open up. A technical support specialist followed up with the customer via email and phone regarding the issue. As no response was received and the issue appears to be resolved, the case is being closed. The system functioned as intended after the technical support specialist repaired the device.